Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot. Additionally, a review of the complaint history identified no other similar complaints reported from this lot. All available information was investigated, and a conclusive cause for the reported difficult deploying the clip could not be determined in this complaint. There is no indication of a product issue with respect to manufacture, design or labeling.

Manufacturer narrative:
The clip remains in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
This will be filed for difficulty clip deployment. It was reported that this was a mitraclip procedure to treat mixed mitral regurgitation (mr) with a grade of 4. The ntw clip delivery system (cds) was advanced; however, after retraction of the gripper lever, it could not be confirmed if the clip released from the delivery catheter (dc). Fluoroscopy was performed, and it was confirmed that the clip had been released. Troubleshooting was performed, but was unsuccessful. The gripper lines were removed, and the clip then released successfully. The clip was successfully deployed, and a second ntw cds was advanced to the left atrium; however, the second clip would not unlock and would not open. The clip was delivered to the left atrium and steered to proper position over the mitral valve without issues. Troubleshooting was performed to unlock and open the clip, but was not successful. The cds was removed with the clip. Once removed and outside the anatomy, the clip opened. A new cds was used to complete the procedure. There were no adverse patient effects and no clinically significant delay in the procedure.